Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The patient was awake, alert and oriented upon arrival to cath lab. Vascular access was obtained via femoral artery with a 6fr non-bsc sheath. The target lesion was located in the right coronary artery. A 6f fr4 runway guide catheter was used to cross the target lesion and a 300cm non-bsc guidewire was inserted into the guide catheter. Then, a 20mm x 2.50mm ion¿ stent was advanced however, the stent was unable to pass the current support. The stent delivery system was then removed. A 6fr non-bsc support catheter was advanced over the wire and the ion¿ stent was reintroduced but the device was still unable to advance and the stent was stuck. The device was removed and upon inspection of the physician, stent strut "abnormality" was noted. The procedure was completed with dilation using a 2.25mm x 12mm emerge balloon catheter and an implant of a 2.5mm x 23mm non-bsc stent. No patient complications were reported and patient status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with a 6 french guideliner guide catheter. The inner and outer of this device appeared to have been pinched 390 mm from the manifold strain relief. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon with crimped stent could be inserted into the 6 fr guide catheter, however, due to severe kinks in the guide catheter, the device could not be advanced completely. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a stent damage occurred. The patient was awake, alert and oriented upon arrival to cath lab. Vascular access was obtained via femoral artery with a 6fr non-bsc sheath. The target lesion was located in the right coronary artery. A 6f fr4 runway guide catheter was used to cross the target lesion and a 300cm non-bsc guidewire was inserted into the guide catheter. Then, a 20mm x 2.50mm ion stent was advanced however, the stent was unable to pass the current support. The stent delivery system was then removed. A 6fr non-bsc support catheter was advanced over the wire and the ion stent was reintroduced but the device was still unable to advance and the stent was stuck. The device was removed and upon inspection of the physician, stent strut "abnormality" was noted. The procedure was completed with dilation using a 2.25mm x 12mm emerge balloon catheter and an implant of a 2.5mm x 23mm non-bsc stent. No patient complications were reported and patient status was fine.